Event description:
While the system was being prepared for surgery, the power cord was inadvertently unplugged. The unplugged power cord was not noticed until the system backup battery ran down while the system was being docked to the pt. The hosp was unable to power back on the system until the battery had been recharged. The surgeon chose to convert to traditional open surgical techniques to perform the planned surgery. No pt harm was reported.